Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the left femoral artery. As the md was "gently inserting the iab into the sheath he felt resistance and found it difficult to advance." The md removed the iab from the sheath and requested another iab to be prepped for use. The md was able to use the sheath and insert the second iab successfully. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.